Event description:
It was reported a physician was implanting a viatorr transjugular intrahepatic porto-systemic shunt (tips) endoprosthesis in a pt with portal hypertension and refractory ascites. After advancing the device through a flexor sheath introducer sheath, the introducer sheath retracted and the stent deployed in the desired location. An attempt to remove the first stent was made using a goose neck snare, which was not successful. The stent was subsequently removed successfully by a vascular surgeon. The pt did well following the procedure and the portal hypertension and refractory ascites have resolved. The clinicians do not believe there was a problem with the viatorr device.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Two device lot numbers were submitted. The other device has been reported on manufacturer report number 2017233-2012-00618.